Event description:
It was reported that during a gastric bypass procedure, it was impossible to reload the cartridge. The device worked properly with the first cartridge, impossible to reload the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was returned along with the device. The returned device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.